Manufacturer narrative:
S/w 4.11c. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs/dka, audio/vibrate/absence of alarm and absence of occlusion alarm/no delivery alarm on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted. The insulin flow blocked alarm/no delivery alarm functions properly during testing. The pump passed tone check and vibrate check on self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, faded end cap address label and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The original battery cap was slightly damaged with 2 broken heat stake posts. There were no boluses listed on the event date 24-apr-2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date 24-apr-2023. On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time = 04/24/2023 00:00:00.000. Daily total of all insulin delivered = 0. Daily total of basal insulin delivered = 0. Daily total of bolus insulin delivered = 0. There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 24-apr-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 24-apr-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Audio/vibrate/absence of alarm not confirmed. The insulin flow blocked alarm/no delivery alarm functions properly during testing. Absence of occlusion alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced diabetic ketoacidosis (dka) and blood glucose was high and did not receive any delivery alarm after taking a bolus also customer's glucose was not in control. The customer was admitted to the hospital and was treated with an insulin pen. Troubleshooting was not performed, and it was unknown whether the insulin pump was used within 48 hours. It was unknown whether the customer will discontinue the use of the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.